Event description:
It was reported that as the physician was replacing the lead, the sheath came off and the remaining lead was very fragile. As such, it was difficult to insert into the new ipg and a new lead had to be used. Additional info was requested.

Manufacturer narrative:
(B)(4)